Event description:
There was an allegation of questionable results for multiple assays including calcium, magnesium, creatinine, and alt from the cobas 8000 cobas c 701 module. No specific data could be provided, but the customer stated the results were not consistent with the patient's clinical status.

Manufacturer narrative:
The reagent lot numbers and expiration date were requested but were not provided. The field service engineer found the nozzle on the rinse station was leaking and replaced the tubing. The investigation determined the service actions resolved the issue.